Event description:
It was reported by the customer that their sensor was not calibrating correctly and the device alarmed. Customer stated that the device has been unable to calibrate their blood glucose levels correctly. Customer's blood glucose level was 246 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.